Event description:
During bilateral iliac angioplasty and stenting procedure 7 french vascular sheaths were placed bilaterally over guidwires. 2 stents were premounted on balloons and placed over wires through the sheaths. The left side opened without difficulty. The right side deployed partially within the sheath causing the sheath to fragment. Unable to retrieve the partially deployed stent or fragment of the sheath. Pt taken to or for retrieval.